Manufacturer narrative:
Product analysis: the stylus was confirmed to be non-functional. A replacement stylus worked as expected. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The display was calibrated, the hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. It was further reported that the programmer's printer paper tray was malfunctioning. The programmer was returned for service. There was no patient involvement.